Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was poor coupling with recharging. As the implant is setting in and healing, the device had moved a little bit and the patient was having trouble finding the spot. The patient has 0 bars, and sometimes he puts the antenna over one place and gets no bars and sometimes he gets good coupling. The day prior to the report, he was able to charge the implantable neurostimulator for an hour and then it lost connection. The patient had attempted an antenna locate session, and the screen that the patient was seeing was consistent with the implantable neurostimulator charge complete screen. It was reviewed that the patient¿s implantable neurostimulator was completely charged and that is why he couldn¿t charge the implantable neurostimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information was received. It was reported the ins had slid about 3/4 of an inch from the original placement in the pocket, the ins moved toward the back and down. The patient saw both the manufacturer's representative and their hcp regarding ins pocket concerns, and both thought it was okay. The recharger started buzzing on (B)(6) 2017 and it was difficult for the patient to obtain and maintain 6-8 bars of recharge coupling. The patient reported they didn't move at all and the coupling dropped from 6 bars down to 0 bars. Troubleshooting was done using the antenna locate (al) feature and repositioning of the recharging antenna: the highest al reading was 60-70, coupling fluctuated between 0, 4 and 6 bars and a poor coupling screen was seen. The patient mentioned they did not use a recharging belt, and they were laying on the recharging antenna to keep it in place. Patient services explained that laying on the antenna could trap heat from the recharging process which would not be ideal. Patient services recommended the patient use a recharging belt and also sent the patient adhesive discs to use while recharging. Patient was directed to their hcp for any further follow up.